Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A study report received on (B)(6) 2017 stated that this lead had a problem during remote monitoring transmission. The physician was dr. (B)(6) institute in minneapolis, mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).